Event description:
During a procedure, the device bearing disassembled into the surgical site, requiring small pieces to be removed from the patient. The delay was minor, and the procedure was completed with no adverse consequences.

Manufacturer narrative:
Correction: product details remain unknown, product not to be returned.

Event description:
No new information.